Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4574-45, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient was presented in the emergency room with a low heart rate but stable condition. An interrogation shows an rv lead warning of high impedance and the polarity had switched from bipolar to unipolar. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.